Manufacturer narrative:
This complaint was received via user report and has been reported to aemps. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an aemps user report which reported the following information: a relative of the customer reported that their abbott diabetes care (adc) device glucose measurements were very different from capillary blood glucose measurements. A sensor scan result of 66 mg/dl was obtained in comparison to 166 mg/dl from a capillary test. The customer held the sensor and it alerted them again for low glucose reading of 61 mg/dl, while the capillary blood glucose was 206 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer then changed their sensor and performed several capillary tests to verify the readings. The repeated finger pricks and sensor replacement resulted in additional unnecessary discomfort. The customer was administered with glucose by a non-healthcare professional, which led to a hyperglycemia. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.